Event description:
It was reported this balloon ruptured at 25 atmospheres, following the first inflation, during a dialysis graft declot procedure. Upon withdrawal of the balloon catheter, it was noted balloon detached in the pt. The pt was transferred to surgery for successful retrieval of the detached balloon. The procedure was successfully completed with this unit and the pt's condition is good. This device has not been received by this MFR. Therefore, no failure analysis is available. As a lot number for this device was not provided, a device history search could not be performed. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or used in a calcified lesion. Graft stenosis (anastomotic and non-anastomotic) tend to be more difficult to open and usually require much higher pressures for effective dilatation than do native vessels. Access to bypass grafts for angioplasty may also contribute to balloon failure. Post-operative scarring and/or lesions in both the proximal and distal aspects of the graft may necessitate balloon manipulation through plaque or calcification. This balloon was used in a non-indicated procedure, declotting a dialysis graft, and was inflated well beyond its rated burst pressure. The co believes the above factors may have contributed to this event. However, the co is unable to determine the exact cause for this event.